Manufacturer narrative:
Investigation: fifteen samples and multiple photos were provided to our quality engineer for investigation. Through visual inspection, particles were observed inside the syringe. Using magnification to further evaluate, the particles were identified to be fibers of polypropylene. A device history review was performed for reported lot 1902356, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Equipment within the manufacturing line is regularly cleaned according to procedure to prevent defects such as this incident. While we could not identify a direct issue, it is likely this instance occurred during the transport process of pieces within the manufacturing area.

Event description:
It was reported that there was foreign matter in syringes with a 50 ml bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from dutch to english: when checking these bulk syringes, we found unknown particles in a number of syringes: 15 from 50 syringes had a foreign matter.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in syringes with a 50 ml bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: when checking these bulk syringes, we found unknown particles in a number of syringes: 15 from 50 syringes had a foreign matter.